Manufacturer narrative:
Event site postal code: (B)(6).

Event description:
It was reported that the ventilator failed flow transducer test and internal leakage test during the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).